Event description:
It was reported that the patient experienced scrotal pain trying to pump up the inflatable penile prosthesis (ipp). A surgical procedure was performed to replace the ipp with a tactra malleable penile prosthesis. There were no patient complications.